Event description:
Patient had this implant to his right hip in (B)(6) 2004 and he has been in a lot of pain ever since. He has been on pain pills since 2004 and has had four surgeries which did not helped in relieving the pain." This thing has ruined my life" he stated. His right leg rotates to the right when he is in bed and only comes back to its normal position when he is walking.